Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32x3.0mm, de novo target lesion containing a lesion bend of <45 degrees was located in the mildly tortuous and mildly calcified right coronary artery. A 32 x 3.00 promus premier¿ stent was advanced but had difficulty pushing the device into the guide catheter. When the device was removed, a problem at the distal of the stent was noted. The procedure was completed with another of the same device. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified distal stent damage. Damage was noted to the most distal stent strut row; struts appeared slightly crushed. The undamaged section of the crimped stent outer diameter (od) was measured which is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was damage to the tip; tip was pulled distally and had a rough edge. The device was tracked over a 0.014¿¿ guidewire and through a 5f guide catheter and no issues or resistances were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported when the device was removed, the distal stent strut was noted to be deployed.